Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 2 months post implant of this 31mm mitral mechanical valve, the valve was explanted and replaced with a 31mm bioprosthetic tissue valve due to left atrial (la) thrombus extending onto and through the valve, resulting in a stuck leaflet. No additional adverse patient effects were reported.